Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with retains source: phone h6: updated type of investigation updated, investigaation findings code updated, investigation conclusions updated. H11: updated investigation conclusion and root cause.

Event description:
Reported one false positive flu b result for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). Report 2 of 6.

Event description:
Reported one false positive flu b result for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). Report 2 of 6.

Manufacturer narrative:
Investigation conclusion: investigation is ongoing. Root cause: pending investigation results. Source: phone.